Event description:
The customer reported that the h/h (hemoglobin and hematocrit) ratio was intermittently not matching on the coulter lh 750 hematology analyzer. The customer indicated that erroneous hct (hematocrit) results were obtained for a single sample and were reported out of the laboratory. The sample was repeated on an alternate lh 750 analyzer and a corrected report was issued. There was no change or affect to patient treatment in connection with this event. The customer reported that the instrument generated "dump valve stuck" alarm and the 60 psi reading was high at the time of the event. The customer indicated that they had been experiencing h/h mismatch on sample results for about a week; the samples were repeated on an alternate lh 750 analyzer for confirmation and no erroneous results were reported out of the laboratory during this period. Data review for the patient results which were reported out of the laboratory indicates that the h/h results obtained on the original instrument did not match. The initial results were higher for rbc (red blood cell) and plt (platelet), and lower for mch (mean corpuscular hemoglobin) and mchc (mean corpuscular hemoglobin concentration) when compared to results obtained on the alternate lh750 analyzer which were considered correct. No instrument-generated suspect messages were obtained for this sample.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed the 'dump valve stuck' message caused by a 60 psi leak through the compressor t-connector. The fse replaced the t-connector to resolve the error message and the 60 psi pressure issues. The fse noted substantial amount of bubbles in the rbc (red blood cell) diluent dispenser and proceeded to replace the defective rbc dispenser to resolve the hct recovery issues. Failure mode of the hct recovery issues is a defective rbc dispenser. A 'dump valve stuck' is an overflow valve malfunction detected while turning the compressor on and the instrument stops processing camples when this message occurs.